Event description:
It was reported that pump experienced malfunction alarm malf 12 with no notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction, and was advised to continue using pump and call back if issue happened again, which customer acknowledged and understood.